Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the flex shaft on 25mm pinn flex drill bit is starting to unravel. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned instrument confirmed the reported observation and also found small pieces are broken off. The root cause is attributed to misuse and wear out. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.